Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A distributor reported on behalf of a doctor that an intraocular lens (iol) that was implanted in a patient in 2016 was noted to have bubble like glistenings in the lens. There was no report of patient impact. Additional information has been requested.